Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the string separated from the pledget. She was not able to manually remove the pledget from her vaginal cavity so she went to her doctor who removed it in one piece. She did not experience any adverse health effects.